Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to clinic for follow-up. Interrogation of the device revealed multiple episodes of oversensed noise on the right atrial lead, causing inhibition of pacing. The noise was replicated with isometric testing. The device was reprogrammed to address the oversensing. The patient was asymptomatic and in stable condition.